Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the mildly tortuous superficial femoral artery to peroneal artery. The opticross 18 imaging catheter was used for intravascular ultrasound examination of the target lesion. During the procedure, as the physician advanced the catheter, it wrapped itself around the wire and came apart. Nothing was detached, and the catheter was removed intact. The procedure was completed using a different device. No patient complications were reported.